Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).

Event description:
Same case as MDR ID# 2134265-2012-08521. It was reported that during a percutaneous coronary stenting treatment procedure a stent dislodgement and stent explant occurred. The 75% stenosed target lesion was located in a non calcified and moderately tortuous distal left circumflex artery (lcx). The lesion was pre dilated with an unspecified balloon. The 2.25 x 12mm promus element plus stent was implanted in the lesion. The physician attempted to implant the 2.25 x 20mm promus element plus in the distal portion of the 2.25 x 12mm stent. However, the 2.25 x 20mm device was unable to cross the 2.25 x 12mm stent. When the physician attempted to withdraw the 2.25 x 20mm device, the 2.25 x 20mm stent got caught and entwined on the proximal portion of the 2.25 x 12mm stent. The physician was unable to remove the 2.25 x 20mm stent. The physician attempted to withdraw the 2.25 x 20mm stent and non bsc guide catheter as single unit, but the 2.25 x 20mm stent was entwined with the 2.25 x 12mm stent and the 2.25 x 20mm stent dislodged from the delivery system and remained in the distal portion of the proximal lcx . The 2.25 x 20mm stent was able to be retrieved from the patient with a snare, together with the 2.25 x 12mm stent. The procedure was completed with a 2.25 x 16mm promus element plus stent was implanted in the lesion. No further patient complications were reported and the patient's status is stable.

Event description:
Same case as MDR ID# 2134265-2012-08521. It was reported that during a percutaneous coronary stenting treatment procedure a stent dislodgement and stent explant occurred. The 75% stenosed target lesion was located in a non calcified and moderately tortuous distal left circumflex artery (lcx). The lesion was pre dilated with an unspecified balloon. The 2.25 x 12mm promus element plus stent was implanted in the lesion. The physician attempted to implant the 2.25 x 20mm promus element plus in the distal portion of the 2.25 x 12mm stent. However, the 2.25 x 20mm device was unable to cross the 2.25 x 12mm stent. When the physician attempted to withdraw the 2.25 x 20mm device, the 2.25 x 20mm stent got caught and entwined on the proximal portion of the 2.25 x 12mm stent. The physician was unable to remove the 2.25 x 20mm stent. The physician attempted to withdraw the 2.25 x 20mm stent and non bsc guide catheter as single unit, but the 2.25 x 20mm stent was entwined with the 2.25 x 12mm stent and the 2.25 x 20mm stent dislodged from the delivery system and remained in the distal portion of the proximal lcx . The 2.25 x 20mm stent was able to be retrieved from the patient with a snare, together with the 2.25 x 12mm stent. The procedure was completed with a 2.25 x 16mm promus element plus stent was implanted in the lesion. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR.: two stents were returned for analysis. The stents were entwined together. It appears that one stent got stuck inside the body of the other stent. One end of the stent that was protruding from the body of the stent was severely stretched for approximately 18mm in length and the other end was stretched for approximately 12mm. The portion of the stent that was intact measured 13mm in length with some struts on one end that had been raised up. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).